Event description:
It was reported that the pump displays a constant green screen and alarm. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Device evaluation: one device was received. The customer reported complaint was confirmed by turning on the pump. The event history log could not be reviewed because of the blank screen. The cause of the issue was found to be that the interconnect board was faulty. The interconnect board was replaced. After repair the device passed all functional tests. Service history identified a firmware update issue as the pump went into limp mode while updating to v1.6.5 ((B)(6) 2024). The pump was also making a noise while testing the flow accuracy test. Replaced the motor, worm gear and worm coupling to fix the issue.